Event description:
Purchased "hearing aids" on (B)(6). These hearing aids were advertised as cic hearing aids "completely in canal." They were not. They were large and stuck out of my ear. When I placed one in my ear there was a very loud screech that hurt my ear (temporarily). The purported volume adjustment required a miniature screw driver and was impossible to use. There are many dealers for such devices on (B)(4). After research I realized I need to go to a proper audiologist. These cheap hearing aids are more like amplifiers which I think are potentially dangerous. Here is a listing (B)(4).